Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported the patient developed a seroma post-op and it has had to be aspirated a couple of times. Over the last week or so, they have been having a real issue trying to connect to their pump because the seroma was coming back. The patient stated they really had to feel around to find the edges of the pump. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare professional (hcp) to further address the issue. Additional information was received from a consumer on (B)(6) 2022, indicated the site became infected after the pain doctor did not drain it and the patient went for antibiotics, a pic line, and nursing home. It was noted interventional radiology aspirated for two different days and fluid was mostly gone. It was also reported the pocket juts out and was painful. The seroma was resolved and issue with the pump connection was resolved with correct batteries.